Manufacturer narrative:
E1: patient city - (B)(6). Patient country - united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced an event in which infusion set tubing has tiny hole in it which resulted into leakage on (B)(6) 2025. The blood glucos elevels was high and patient got treated with injections and pump. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: d9: device available for evaluation has been selected as yes & date returned to mfg was added as well. H6: investigation results under type of investigation.

Event description:
To date, no additional patient or event details have been received.